Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) during and post anti-tachycardia pacing. Additionally, it was reported that the patient may have received inappropriate shocks for what was suspected to be a supraventricular tachycardia (svt) that the implantable cardioverter defibrillator (ICD) discrimination algorithm did not withhold therapy. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ICD discrimination algorithm was updated.